Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of air bubbles anomaly. The customer's blood glucose reading was unknown. The customer stated that she removed her reservoir and saw bubbles in it. The customer declined to troubleshoot. Customer was able to remove the air bubbles on her own. The product was not returned for analysis.